Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. The customer also returned the contour control solution from lot # 9bw2c15, which is different from the originally mentioned contour next control solution from lot # 9bv2c15. It is possible that the customer used incompatible material while performing control test, as contour control solution is not compatible with contour next ez meter and contour next test strips. As per the contour next control solution user instructions, "use only contour next control solution with your contour next test strips. Using any other control solution may cause inaccurate results". It was determined that lot # 9bv2c15 as originally indicated by the customer was not a valid lot #. Therefore, returned meter and returned test strips were tested with the in-house contour next test strips from lot # 9bv2g39, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control tests while using the contour next ez meter and obtained readings of 335 mg/dl and 315 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.